Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Event description:
No blood glucose levels reported. The husband of the customer reported that the insulin pump alarmed no delivery multiple times. Troubleshooting was not done. The husband of the customer reported that the customer would revert to back-up plan until the customer gets a new insulin pump. No additional information was provided.